Event description:
It was reported that during a routine device change-out, the rv lead was capped and replaced due to high capture threshold. Patient condition was ok after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.